Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump battery was depleting quickly. No backup currently available. Caller will reach out to hcp. Customer's blood glucose was 140 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.